Event description:
Reported by pt as suspected leak in lap band or access port.

Manufacturer narrative:
Taper ii. The prod associated with this report has not yet been explanted or returned. Based upon the implant date provided by the rptr the connector type is assumed to be a taper ii. The rptr of the event was asked to provide the serial number and to return the prod for analysis after explantation. Visual examination may confirm or determine another connector type associated with this report. Device labeling addresses the possible outcome of leakage as follows: "deflation of the band may occur due to leakage from the band, the port or the connector tubing." "Caution: failure to create a stable, smooth path for the access port tubing, without sharp turns or bends, can result in tubing breaks and leakage." "Care must be taken during band adjustment to avoid puncturing the tubing which connects the access port and band, as this will cause leakage and deflation of the inflatable section."